Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. Onsite investigation included eval of the 5vdc and 12vdc power supplies. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.